Event description:
According to rptr target stores have a magazine in their store about products and health issues. In one of these articles they claim that laser hair removal is permanent. Rptr had laser hair removal several times and spent two thousand dollars and all of the hair grew back. Rptr then went to have electrolysis and as now the hair is gone. The laser isn't permanent and rptr wishes they would stop lying about it.